Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the ventricular perforation is unknown. However, it is likely that procedural factors (manipulation of a guidewire or a guiding catheter upon crossing the native valve) may have caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(4), post a transfemoral tavr procedure, an increase of pericardial effusion was observed and left ventricular perforation was suspected. A 23 mm sapien 3 valve was deployed in a successfully without issues. Post procedure in the ICU, echo noted an increase pericardial effusion. The patient was emergently transferred to the catheterization lab and a pericardiocentesis was performed; 50 ml of blood was removed. The patient¿s vital signs were stable. Later (timing not noted), echo showed the effusion increased and a second pericardiocentesis was performed. The patient was placed under ¿observation¿. The cause was suspected to be left ventricular perforation and additional treatment including left ventricular reconstruction surgery is under consideration.